Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate spco readings during testing. Customer reported that the spco measurement value was indicated 6% or over with a high occurrence rate. There was no patient involvement.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.